Manufacturer narrative:
This report is submitted september 28, 2018.

Event description:
Per the clinic, the patient experienced electrode array migration and subsequently the device was explanted (date not reported). It is unknown if the patient was reimplanted with a new device as of the date of this report.

Manufacturer narrative:
This report is filed on november 20, 2018. (B)(4).